Event description:
A boston scientific field representative subsequently reported the device was successfully re-implanted with no adverse patient effects after the infection was resolved.

Event description:
Boston scientific crm received information that this device was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
This report will be updated if additional information is received.